Manufacturer narrative:
Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes (evaluation codes) will be added until the biosense webster system is also updated. Therefore the following codes apply: (B)(4). Manufacturer's ref. No: (B)(4). It was reported that a patient underwent a right sided atrial flutter procedure with a stockert 70 rf generator and the physician disabled the impedance cutoff functionality and the impedance rose to 4000 ohms. The device was evaluated and unable to duplicate high impedance. Device is within specification. The device was subjected to preventative maintenance, safety and functional testing and all tests passed. No malfunction found on device. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This stockert was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial number (B)(4). (B)(4).

Event description:
It was reported that a patient underwent a right sided atrial flutter procedure with a stockert 70 rf generator and the physician disabled the impedance cutoff functionality. During the event, the impedence rose to 4000 ohms. The stockert has a default cut-off of 250 ohms and should shut-off ablation when this limit is reached. Therefore, this event is being conservatively assessed as reportable since the impedance cutoff was disabled, as such, the stockert would not have shut-off when an impedance limit was reached. However, to ensure patient safety, the thresholds should not be disabled on the stockert device.